Manufacturer narrative:
(B)(4) this report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00402.

Event description:
It was reported that since pus was noted at the right jugularis interna insertion site, the catheter was removed and a new set was placed at the left jugularis interna. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that pus was noted at the right jugularis interna insertion site, the catheter was removed. The issue could not be confirmed. One 2-lumen hemodialysis catheter was returned. The catheter showed evidence of use but no defects or anomalies were observed during visual examination without magnification. By design, this catheter does not have an antimicrobial coating. The instruction booklet provided with the kit, directs the user to maintain the insertion site with regular meticulous redressing using aseptic techniques. The IFU contains care and maintenance procedures for dressing, site care and infection. A device history record review was performed and did not reveal any manufacturing related issues. There is no evidence to indicate a sterility issue with the sealed kit or the catheter. It was not reported how long the catheter was in use before removal. A risk evaluation was performed for this issue. Since the catheter does not have an antimicrobial coating and insertion site maintenance is the responsibility of the user, operational context caused or contributed to this event. No further action will be taken.